Event description:
The customer reported to olympus the endoeye flex deflectable videoscope has noise added to the image. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that scope communication error (e218) message was present which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was noise on the image and no display due to a cut on the charge-coupled device unit and due to damage on the circuit board of the video plug section. Upon further inspection, it was observed that scope communication error (e218) message was present due to the damage on the charge-coupled device unit and due to damage on the circuit board of the video plug section. It was observed that water tightness was lost due to a pinhole on the bending section cover. It was also observed that there was a chip on the adhesive of the bending section cover due to chemical or physical stress. It was observed that the video connector had a crack due to a handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. It was also observed that the connection between the insertion pipe and the control unit was not secured due to looseness of the insertion pipe. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video connector, video connector case, light guide connector, light guide connector cover glass, flexible adjustment ring, right-left plate, up-down plate, right-left lever, angulation lever, switch 1, control unit and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.